Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen for the s5 double head pump was non-responsive. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen for the s5 double head pump was non-responsive. There was no patient involvement.

Manufacturer narrative:
(B)(6). A livanova field service representative was dispatched to the facility to investigate. The complaint was not confirmed and not reproducible. The touchscreen was replaced and concluded to be defective. The software was also upgraded to version 2.18. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. Livanova (B)(4) has initiated rci 2015-17 for this type of issue. / the initial report submitted contained the incorrect serial number. (B)(4). The correct serial number is (B)(4)..